Manufacturer narrative:
An investigation of reported condition was performed. As the sample and additional information such as videos, pictures related to the issue were not provided by the customer for evaluation, it was not possible to evaluate it as part of a comprehensive investigation of the reported incident. Should the sample be returned in the future, this complaint will be re-opened for further investigation. The reported condition was not confirmed. The review of device history record (DHR) revealed no discrepancies that may have contributed for the reported issue. All the quality assurance testing¿s performed during manufacturing were acceptable. The results of quality assurance review of the visual, physical and dimensional evaluation indicated that the product met specification requirements. The compliant as stated by the customer stated that the line was flushed and connected and it immediately began to leak at the hub. The line was not clamped or handled in any way that would have caused the leak. From the available information, it was not possible to confirm the most probable root cause of the event. The most likely root cause after reviewing product specification for a leak below strain relief is hypothetical in nature but could be attributed to the following: operator mis-execution, unintentional customer misuse (over bending, excessive force, sharp objects, machine malfunction, inspection failed or not performed or defective material.no trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. In-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc. The customer reports that after the line was flushed and connected, it immediately began to leak at the hub. The line was not clamped or handled in any way that would have caused the leak. The device will be returned for evaluation.